Event description:
It was reported that a wearable failure occurred. The wearable was inserted on (B)(6) 2025. According to the reporter, on (B)(6) 2026 around 2:00 am, the patient¿s sensor failed. The reporter was not able to provide the cgm reading prior to failure as it happened at night. No fingerstick was taken after the failure. It was about 12 hours from the time the patient said the sensor failed that the patient started vomiting and started to experience dka. The patient called the ambulance and the paramedics arrived at about 1:00 pm. When the paramedics arrived, they did a fingerstick which showed a bg reading of high (no exact value). The paramedics treated the patient with unspecified IV medication. They arrived at the hospital at about 1:30 pm. A fingerstick was taken at the hospital which showed a bg of high (no exact value). The patient was treated with more fluids via IV and some unspecified medication. A blood test revealed initiation of dka. The patient was transferred to the ICU and treated with insulin via IV. The patient stayed in the hospital for about 24 hours and was discharged on (B)(6) 2026 around 1:30 pm. At the time of the call, the patient was fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.